Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "accessory error 7" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log did show the occurrence of an accessory error 7 message; however, it could not be firmly established that this is the primary reason the device was reported. The activity log from the device suggests a poor contact between the electrode pads and the patient. We suspect that the error 7 occurred during trouble-shooting for poor contact by disconnecting and connecting the multifunction cable to electrodes. An accessory error 7 message indicates that the device could not detect the electrode pads. The stat pad electrodes returned for evaluation were tested with no discrepancies found. Analysis of reports of this type has not identified an increase in trend.